Manufacturer narrative:
The investigation of vascular damage, access site bleeding, and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Vascular damage: from a gi case the clinical states that retroperitoneal hematoma. 2 units of blood was given. Pump was not returned. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided. Access site bleeding: from a gi case the clinical states that there was a left groin hematoma and 2 units of blood was given. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Hemolysis: from a gi case the clinical states that the patient endured hemolysis and was possibly related to impella. Pump was not returned. Data logs were investigated. There was no issues observed in the data logs. No positioning alarms, no suction alarms, no motor current spikes. Therefore, the root cause of the hemolysis issue was not determined since product was not returned, data logs were inconclusive, and insufficient clinical information was provided.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured retroperitoneal hematoma, left groin hematoma, and hemolysis with a "possible" relationship to the impella device used: ¿cta ap on (B)(6) 2025 showed asymmetric fullness in l psoas muscle which suggests developing retroperitoneal hematoma. H/h baseline 13-15. Hemoglobin dropped from 14.6 ((B)(6) 2025 at 2200) to 13.6 ((B)(6) 2025 at 0227) following impella placement associated with hypotension. 2 units of prbc given. Nadir h/h was 9.1/26.1 ((B)(6) 2025). Vascular following. Ctm but no surgical intervention. The patient recovered with no sequelae. Cta done for the left groin hematoma, ¿cta ap on (B)(6) 2025 showed distal left iliopsoas, adductor and partially imaged anterior compartment musculature expansion and heterogeneity reflect intramuscular hemorrhage. The patient recovered with no sequelae. The patient developed also hemolysis. ¿baseline of haptoglobin, ldh and pfhgb unknown. Haptoglobin nadir was <30 on (B)(6) 2025. Peak for pfhgb was 22.5 on (B)(6) 2025. Peak ldh was 533 on (B)(6) 2025 at 1055. Team believed hemoglobin drop contribution from hemolysis d/t impella cp. Patient improved safely enough for impella removed (B)(6) 2025.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿